Event description:
It was reported that prior to a prophylactic generator replacement, low impedance was seen, despite impedance being ok earlier in the year. Low impedance was still seen after generator replacement. The surgeon decided to close without replacing the lead and the explanted generator was discarded. An x-ray was performed in the or but nothing obvious was seen. Upon taking down the surgical drape, a skin burn hole was noticed from using cautery to expose the pocket. The area was prepped and a dressing was applied. It was later reported that the patient presented to the emergency room with an increase in seizures and had a surgical consult for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available.

Event description:
Additional information was received that the patient underwent a lead replacement where a fracture was seen. The explanted lead was discarded at the facility and the impedance resolved after replacement. It's noted that the patient did not experience any trauma and the surgeon believes the cause of the fracture was due to age of the lead and natural wear over time.